Event description:
It was reported that a malfunction code appeared on the customer's device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so. After the reset, the malfunction code did not recur, and the customer was informed that they could continue using the pump but should call back if the malfunction code reappeared.